Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 140-300 mg/dl.